Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that she was unable to see the screen. The medical affairs specialist mailed a letter three days later, since the user could not be reached by telephone for further clarification. The pt reported that she was unable to see the screen and she also stated that she did not have her glasses. It is not clear if the pt could not see the screen because she did not have her glasses or because there was a problem with the meter. She did visit her physician due to being unable to test and her blood glucose was tested and she received insulin. It would have been helpful to know what the problem was with the meter, how long she was unable to test, what, if any, symptoms she experienced, and what her blood glucose result was on the physician's meter. A replacement meter has been sent to the patient. It appears to have been either user error or meter malfunction, which led to the patient receiving insulin by her physician.